Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform voltage test. Failed voltage test (0vdc). The reported event of loss of connection could not be confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Dexcom representative advised the patient's mother to reset the receiver, which was unsuccessful. No additional patient or event information is available.